Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report (B)(6). "Purge failure" alarm occurred on the pump during preparation. As a result, the pump was swapped and did not harm the patient. The pump was checked out by the field service agent and found purge failure alarm upon start pump. The pneumatic control system (pcs) assembly was replaced. Found all tubing clean and no trace of blood. Performed functional checklist. Intra-aortic balloon pump (iabp) perform to specification.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "purge failure alarm" is confirmed. The release spring was found stuck inside the vent valve v1 during the investigation, and as a result, the vent valve was not able to trigger. The root cause of how the release spring became stuck is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. No further action at this time.

Event description:
It was reported via field service report l700314. "Purge failure" alarm occurred on the pump during preparation. As a result, the pump was swapped and did not harm the patient. The pump was checked out by the field service agent and found purge failure alarm upon start pump. The pneumatic control system (pcs) assembly was replaced. Found all tubing clean and no trace of blood. Performed functional checklist. Intra-aortic balloon pump (iabp) perform to specification.